Event description:
Device 2 issue: loose stent. Time of device issue: during procedure. Adverse event: none. It was reported that the balloon was placed and inflated in the right coronary artery (rca) for one minute at 18 atms. When negative pressure was applied, blood was seen coming back into the inflation device. An angiogram showed a perforation in the saphenous vein graft, not in the rca where the balloon had been inflated; therefore, it was suspected that there was a shaft rupture. A graftmaster stent was advanced to treat the perforation. The physician did not feel the graftmaster was in the correct location. An attempt was made to pull back on the device, but the stent appeared to be moving on the balloon. Therefore, the stent was deployed at this location, which did successfully seal the perforation. There were no add'l pt effects. The pt outcome was good and the pt was released 2 days post-procedure. No add'l info was provided.

Manufacturer narrative:
(B)(4). The voyager otw coronary dilatation catheter (part 1009439-12, lot 0031961) is being filed under a separate medwatch MFR number. The stent remains in the pt. The lot number was provided. A f/u report will be submitted with all relevant info.